Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date (B)(6) 2014, inratio inr 6.4, 1.1 and 3.3. The time between each test was five (5) minutes. Reportedly, the meter was not in the correct mode when finger stick was performed, the finger was "milked" after the finger stick, multiple drops of blood was applied and the sample was not applied immediately after the finger stick. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Improper techniques and improper use of the meter were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed and there were no issues related to this complaint no further investigation was performed. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.